Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the or team was unable to shoot 2d images using the hand switch. After reconnecting interconnect cable, rebooting both the image acquisition system (ias) and mobile view station (mvs), and attaching the footswitch the site was able to spin. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The local representative (rep) rested the umbilical cable for breaks and made sure the hand switch was properly working. He looked through logs and found the umbilical cable was "not connected" in logs. He looked at the umbilical cable and found plastic in the way of one of the pins on the cable. He cleared the plastic and performed a system checkout. Codes b01, c07, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.